Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the labeling process at the sukagawa plant a strange particle matter was noted inside the sterile pouch. The matter seemed to be plastic. The sterile pouch of this product had not opened. The outer box was intact. The product was stored properly and was not mishandled. The product itself had no damage. The product was not shipped out of the warehouse and was not clinically used.